Event description:
It was reported that abutment screw fractured. Implant remains placed.

Manufacturer narrative:
During visual and 10 x magnification inspection of the returned screw and based on dimensional inspection, the iuniht was not consistent with its drawing, but it was rather consistent with ilrght. The large abutment screw was fractured. Only the top portion of the abutment screw was returned, and the other part of the screw was discarded by the dentist. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿